Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal to mid right coronary artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent could not cross the lesion and was held in place by calcification. The inflation device remained on neutral. The stent came off the balloon partially at the lesion. Delivery system was pulled back and the balloon was inflated to try to trap the proximal portion of stent in the guide catheter. Pull back was achieved, but due to stenosis in the iliac artery the stent eventually dislodged. The stent remains in the iliac artery. Imaging carried out at a later date confirmed that the dislodged stent had not moved compared to the previous week, and is in a safe position embedded in the iliac vessel wall. Given the patients disease and co-morbidity, it was decided not to attempt to remove the stent. The patient has been discharged home with no complications and will be monitored in the clinic, but long term problems are not expected.

Manufacturer narrative:
Image review: a contrast image shows the lesion in the mid/distal rca as reported by the account. A balloon is delivered to the lesion and the lesion is pre dilated. Multiple pre dilations at various locations in the lesion are performed. An image shows the dislodged stent located in the left iliac artery. Multiple attempts are made to retrieve the dislodged stent however this is unsuccessful. An angiogram of the rca shows that some flow was restored to the lesion as shown by the flow of contrast through the vessel. An angiogram of the iliac arteries shows the reported stenosis in the left iliac artery as shown by the poor flow of contrast. There were no images showing the reported positioning difficulties. If information is provided in the future, a supplemental report will be issued.